Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the right atrial (ra) lead exhibited noise oversensing resulted in inappropriate mode switch. Additionally, a possible loss of atrial capture was noted, as the evoked response during episodes was minimal to none. In-clinic lead assessment and programming changes were suggested; no changes or intervention were reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.